Event description:
It was reported that while unpacking for a coronary artery drug eluting stenting treatment procedure stent damage occurred. A 3.0x28mm taxus liberte drug eluting stent had been selected to treat an unspecified lesion. While unpacking the device, it was noticed that the stent struts appeared bent. There were no patient complications reported.

Manufacturer narrative:
Device analysis: visual and microscopic examination of the returned device revealed damage on the proximal end of the stent. Fluid was observed in the inflation lumen indicating the catheter had been prepped. A proximal stent strut was bent. The balloon was visually and microscopically examined and no defects were observed. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. There is no evidence that the device was improperly manufactured. The manufacturing records for the batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The most probable root cause of the reported complaint could not be determined.